Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient's mother inserted sensor into patient's arm. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. The transmitter device ((B)(4)) being used with the sensor was returned for evaluation on 01/30/2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the data log did not confirm the reported event of inaccurate blood glucose values.